Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that drawer was clicking but not opening. A field service engineer (fse) found that aux drawer was clicking and not releasing. Upon further inspection, the fse identified that a sticking drawer was the cause of the malfunction. To resolve the issue, the fse powered off the station, removed the back panel and the drawer, and replaced the sliding rails. The drawer was then reinstalled into the station, and the device was restarted. The fse logged into the hardware test application and ran a successful functionality test. After another restart, the drawer was confirmed to be functioning properly. The repair was verified in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was clicking but not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.